Event description:
The stimulation was turning off when the patient was near a car with loud music. No specific symptoms were reported. Additional information was requested, but was not available.

Manufacturer narrative:
(B) (4).